Event description:
Related manufacturer reference number: 2017865-2025-1003713. It was reported that two right ventricular leadless pacemakers failed to be positioned during the initial implant procedure. It was suspected that patient anatomy may have contributed to the failures. No replacement was implanted. Patient had no consequences.